Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the intellicuff stand-alone has been identified to be the faulty component. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag:summary: faulty intellicuff - leak/faulty pump in intellicuff module. Cant reach set pressure - fault verified by trained engineer in hospital -installed in c6 snr (B)(6) .